Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a cracked case and a flush drive support cap. It was also stated that the customer pressed on the drive support cap while wearing the insulin pump. In addition, the vibration on the insulin pump differs from time to time. Nothing further was reported.